Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm and the pump was over delivering and the blood glucose level was 100mg/dl. Customer woke up, had breakfast and the blood glucose level was 300mg/dl and 326mg/dl and treated with manual injection. Customer reported alarm occurred during manual prime. Customer stated that they were unable to troubleshoot and declined to troubleshoot for high blood glucose value. Insulin pump will be returned for analysis and reservoir will not be returned for analysis.